Manufacturer narrative:
This product has not been returned and therefore device analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the physician requested review of an atrial tachy response (atr) episode stored by this pacemaker system. Technical services (ts) reviewed per request. Ts advised the pacemaker was atrial pacing and ventricular sensing when a short atrial tachycardia arrhythmia began. The device delivered fallback right ventricular pacing but was below the capture threshold and did not capture. The arrhythmia terminated after four to six beats per ts. Additional information provided the patient was seen in clinic and no reprogramming was completed. The patient will continue to be followed. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the physician requested review of an atrial tachy response (atr) episode stored by this pacemaker system. Technical services (ts) reviewed per request. Ts advised the pacemaker was atrial pacing and ventricular sensing when a short atrial tachycardia arrhythmia began. The device delivered fallback right ventricular pacing but was below the capture threshold and did not capture. The arrhythmia terminated after four to six beats per ts. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No additional adverse patient effects were reported.